Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient was noted to have had nondevice related surgeries wherein electrocautery was used. The patient underwent a revision procedure wherein the pocket site was relocated and the ipg was replaced. The patient was doing well postoperatively. The physician could not determine if there was device malfunction. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician¿s implant manual 9055940-001).